Event description:
It was reported that a vented paclitaxel set could not connect at the connecting end of the tubing. This was found during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection identified that the luer was set back from its intended position and was blocked by excessive solvent applied to the junction. The cause of the excessive solvent was related to the solvent application process during manufacturing. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.